Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized and was treated with (B)(6) (1gm, every 4th day, discontinued after seven days, route was not reported), (B)(6) (1gm, once daily, discontinued after seven days, route was not reported) and (B)(6) (1ml, per bag, intraperitoneal, discontinued after seven days, frequency was not reported) for peritonitis. Four days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event seven days after the event onset. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.